Event description:
Additional information received noted that the patient had the device (battery only) replaced on (B)(6). The patient was now doing great.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0esty, implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the manufacturer's representative was contacted by the patient's hcp (healthcare provider) and the hcp told him the patient fell directly onto the implantable neurostimulator (ins) 3 weeks ago. The hcp told the manufacturer's representative that, since the fall, the patient had experienced shocking when she performs telemetry and when she walks through security gates. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.